Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the angle attachment device had become hot, and was emitting a ¿big¿ noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date device returned to manufacturer was documented as dec 11, 2017. It has been updated as dec 14, 2017. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the bearings were worn, therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.